Event description:
According to the compliantant the following was observed: 5 sc6002xl (n 5510948763/n 5510951082/n 5510948460/n 5510947461/n 5510948166) newly received with same fault: restart themselves sporadically when a touch keys is pressed or the rotary knob is used (7a65 "error frontal in the error logs). These machines work with ion battery (7268639 rv0) and 12v power adapter (5953539e530u). The complainant indicated that there was no patient involvement in the reported malfuncion.